Event description:
Anesthesia was called for epidural bolus. When beginning to bolus patient, anesthesiologist noted epidural infusion was not connected to the epidural catheter. Upon inspection, the epidural infusion was attached to the patient's peripheral IV line. Anesthesia evaluated the patient, the bolus was given and the epidural infusion was properly hooked up. Pcea tubing has a yellow stripe on it to visually denote the difference between pcea tubing and IV tubing. However, the pcea tubing itself is physically able to connect to the IV tubing because the two devices are mechanically compatible with one another. This event involved human factors: distraction, multi-tasking, and time pressure. Our practice is for staff to trace a line before connecting it. Although the pcea line is yellow, the nurse did not mentally process that she was connecting a yellow pcea line to a clear IV line. And, because the two devices were able to connect to one another, the rn had no physical limitation to prevent her from doing so. Staff feels that this event would have been prevented if the pcea and IV tubing were physically incompatible with one another. Although education and training are provided to staff utilizing this equipment, staff feels that a hardwired process to prevent misconnections would prevent similar events from occurring in the future.====================== manufacturer response for pcea tubing, pcea administration kit======================staff contacted carefusion. Per the manufacturer, a design incompatibility is not built into the pcea system. The manufacturer is aware that the pcea tubing and IV tubing can be physically connected to one another but feels that the yellow striping on the pcea is a sufficient safeguard to alert users that the pcea line should not be connected to an IV line.